Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the isolation on the mobile viewing station power cord cable was destroyed. The manufacturing representative noticed the issue while servicing the system. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Report source updated.